Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the pacemaker and this right atrial (ra) lead exhibited a high capture threshold and a loss of capture. The physician noted the myocardium may not be responsive. This ra lead remains in service. No adverse patient effects were reported.